Event description:
It was reported that the patient was not getting an inadequate stimulation. The patient underwent an explanted procedure wherein all device components were removed. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7060250/5167688.